Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results and laboratory results. Results as follow: date (B)(6) 2013, inratio inr 1.4, laboratory inr 7.0. The time between testing was within an hour. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no add'l info provided.